Event description:
The distributor reported that (15) days after the catheter was inserted the nursing staff saw blood on the wound dressing. The dressing was removed and it was noted that the catheter was broken at the junction of the arterial lock right adapter. The catheter was clamped, but an air embolism occurred. The pt was taken to the ICU. 48 hrs later the extension was changed after removing the damaged portion of the catheter.